Manufacturer narrative:
The insulin pump had constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motion sensor test failure alarm. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.